Event description:
Additional information received later noted that a nuclear scan showed no progression of tracer over 3 days indicating obstruction in tubing. Drug delivered via the device was baclofen 2000mcg/ml.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced spasticity despite increasing the baclofen dose on the pump.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent distal catheter replacement on (B)(6) 2004 for "occlusion by blood in the distal catheter." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted: (B)(6) 2003, explanted: unk.